Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few months after an ablation procedure, the left ventricular (lv) lead had fluctuating threshold and no capture. Follow up indicated that the lv lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.